Event description:
Additional information received noting that the patient was treated at an urgent care facility and was prescribed prednisone and there was no documentation of green discharge in their records. The cause of the stitches coming loose is due to the patient scratching the area. The events were mild, and no intervention was taken by neurosurgery. The nurse did recommend the patient may use benadryl over the counter for the allergic reaction and could also clip the loose suture for comfort.

Event description:
The patient reported that for her last surgery that occurred on (B)(6) 2023, she had an allergic reaction and one of her stitches came loose. The patient also had an oozing green discharge. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.